Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Implant date: (B)(6) 2006. Pt demographics: male, age: (B)(6), initials: (B)(6). It was reported that on (B)(6) 2006, patient underwent an l3-s1 fusion involving rhbmp-2/acs. Surgeon utilized a combination of anterior/posterior approach on the first procedure and a posterior approach on the second procedure. Rhbmp-2/acs was implanted at multiple levels and was mixed with autograft and allograft with peek cages and without. Patient was diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. As a result, patient has required extensive medical treatment. Patient has never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living. Notified date: 12 sep 2016; updated date: 14 sep 2016 implant date(s): (B)(6) 2006 patient demographics: gender -male, initials: (B)(6), dob: (B)(6) 1964. It was reported that on: (B)(6) 2006: patient presented with preoperative diagnosis of annular tears l3-4, l4-5 and l5-s1 and underwent anterior lumbar inter-body fusion l3-4 and retroperitoneal exposure of spine. Patient was implanted with rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.